Manufacturer narrative:
During inspection and testing, service found the video connector and metal contacts on the connector had scratches, and the rubber adhesive was chipping. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A nurse at the user facility reported that while during pre-use inspection of the subject device, a ¿sandstorm¿ (image noise) occurred in the displayed image and the image could not be seen. Another similar scope was used to complete the unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported image noise could not be reproduced. However, the image blacked out (no image) when the power was turned on, and scope error code e216 was displayed when the cable was moved. This report is being submitted for the image noise/no image/e216 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e216 occurred due to shaking of the video cable. Some loads were applied to the image sensor cable from outside, which may have resulted in a condition of temporary open circuit or short circuit. The loss of image confirmed that temporary blackout due to breakage of the charge-coupled device cable. The image noise was not reproduced, though likely could have happened, but no conclusion could be made. Olympus will continue to monitor field performance for this device.